Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm or excessive no delivery alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken belt clip slot.

Event description:
Customer reports to have received a motor error alarm and no delivery alarm. Customer states she received a no delivery alarm first, which she declined troubleshooting for. Customer's blood glucose was 242 mg/dl. After troubleshooting for motor error alar, customer was advised that insulin pump would need to be replaced. No further information provided.